Event description:
Pt implanted approximately three months ago, lumbar pelvic fusion, levels unk, returned to surgeon for follow up visit complaining of pain. Immediate post op x-ray on (B)(6) 2012 show construct is ok, an x-ray on (B)(6) 2012 shows two locking caps came off. Surgeon is scheduling a removal, the date is unk. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.